Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as the anvil was attached and detached as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a hartman's reversal procedure, there was difficulty placing the anvil on the tracer initially. It was observed that one "wing" on the anvil appeared to be displaced laterally when attempting to connect the anvil. The anvil was separated and another attempt was made to connect the anvil and tracer. This time it was successful. The device closed normally and appeared to fire normally. No unusual sounds or feedback was noticed. Upon leak testing, there was an anterior-lateral leak at the anastomosis. An attempt to repair the leak laparoscopically with vicryl sutures was made. A laparotomy was needed to ensure proper repair of the leak. Another leak test was performed, with no leak detected. Additional information has been requested.